Event description:
It was reported that a customer was hospitalized due to a significantly high blood glucose (bg) level of 594 mg/dl and high ketones, which were identified by healthcare professionals as dangerous. Prior to being hospitalized, the customer delivered a bolus in attempt to resolve the high bg. While the customer was hospitalized, the customer was treated with intravenous saline and insulin. The cause of the reported issue was due to control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 37.8 mg/dl, and the meter bg reading was 594 mg/dl. A system check was performed on the pump and there were no issues found with the pump, cartridge, infusion set, and the insulin. The customer was released from the hospital the following day with the reported issue resolved and no permanent damage.